Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report# 1627487-2019-02981, reference MFR. Report# 1627487-2019-02982. It was reported the patient experienced ineffective therapy. As a result, surgical intervention may be pending to address the issue

Event description:
Device 3 of 3; reference MFR. Report# 1627487-2019-02981, reference MFR. Report# 1627487-2019-02982. Further follow-up indicates the patient had their system explanted.